Event description:
Allegedly removed during the revision of another component.

Manufacturer narrative:
Conclusion: no device failure.visually examined images. Complaint reviewed and analysis showed no trend. Device history record reviewed. Product not returned. (B)(4).

Manufacturer narrative:
Device #3: investigation is not complete. Trends will be evaluated. No complaint was stated against this device. The user facility advises no medwatch 3500a will be filed. This report will be updated when the investigation is complete. This is the same event as 1043534-2012-00313, 00314, 00316, 00317, 00318.